Event description:
It was reported that four years, eight months, and ten days post a port placement in the right inner neck, the catheter was allegedly found to be broken. It was further reported that the device allegedly had a leakage. Furthermore, the patient allegedly experienced redness of skin and pain; however, there is no information regarding the intervention or medication provided for treatment. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port implantable port attached to a groshong catheter was returned for sample evaluation. Functional, gross, visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted on distal end of catheter. The edges of the break were uneven, and the surface were noted to be round and granular in both the regions. Kinks were noted throughout the catheter. Upon infusion, a leak was noted from the break. Aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and fluid leak and identified wear and deformation issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2023), g3, h2, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four years, eight months, and ten days post a port placement in the right inner neck, the patient allegedly experienced redness of skin. It was further reported that the patient allegedly experienced pain and developed with fever. However, there is no information regarding the intervention or medication prescribed for treatment. Furthermore, the port allegedly leaked and the port was fractured. Reportedly, the port was removed. There was no reported patient injury.

Event description:
It was reported that four years, eight months, and ten days post a port placement in the right inner neck, the catheter was allegedly found to be broken. It was further reported that the device allegedly had a leakage. Furthermore, the patient allegedly experienced redness of skin and pain; however, there is no information regarding the intervention or medication provided for treatment. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2023), g3. H11: b5, d1, d4, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.